Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the customer received a suture box with an incorrect label. There had been a mix-up and the label had safil text but a novosyn item number. The box remained unopened and no packets were used; this was noted prior to patient use. No further information was provided.

Manufacturer narrative:
There are no previous complaints of the same code-batch. We have received one closed box. The label of the box and product is of novosyn violet 2/0 (3) 150cm (reference b0058706 and batch 118321), but the box that contains the product is a safil pre-printed box instead of novosyn pre-printed box, as can be seen in enclosed picture. This mistake took place in production area when packing the product into the boxes. The operator took a safil box instead of a novosyn's. Taking into account that no other customers complaints have been received concerning this issue for this code-batch, we consider that this is an isolated and accidental box. Taking into account that the box received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the box received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. This complaint is recorded for trending analysis to assess if actions are needed in the future. No CAPA action is needed.